Event description:
Complainant alleged that during functional testing, the device restart/reboot itself multiple times. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was duplicated and attributed to a faulty monitor board. The monitor board was replaced and scrapped to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.